Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device. The packaging carton and pouch were not returned with the device. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred with no issues. The balloon was re-inflated and deflated multiple times with no leakages/blockages observed. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and no bubbles (leakage) were noticed. For additional analysis, resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.6 ohms (blue), 3.5 ohms (blue with clear tubing), 3.2 ohms (red), and 3.1 ohms (red with clear tubing) which all the electrodes were in specification. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, it was found that air leaked during balloon inflation. There was no patient associated with this event.